Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: "there was no vacuum on product: 367987, lot: 1333107."

Manufacturer narrative:
H6: investigation summary: "material #: 367987; lot/batch #: 1333107. Bd received five (5) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. There is no evidence from the photo that the tube was used. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there was no vacuum on product 367987, lot 1333107."